Event description:
It was reported to medtronic neurosurgery that during the surgery the doctor found that the driver blade was damaged. This caused the operation time to be prolonged.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided.